Manufacturer narrative:
The device history record (DHR) could not be reviewed because the lot number was not reported. The subject device was not returned for analysis, therefore neither physical nor functional tests could not be performed. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and because the product was not returned for analysis, a cause of undeterminable was assigned. The subject device is not available.

Event description:
It was reported that the subject device wire got left in a patient when attempting to recross the linked in stents. There were no reported clinical consequences to the patient and no further information is available.